Event description:
The device involved in this MDR report was explanted and returned 2 yrs and 4 months after implant because of poccessive switches to standby mode. In addition, intermittent loss of pacing pulses was observed.